Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain additional information. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a "low helium" alarm despite the helium tank gauge indicating the tank was full. The end user hit "iab fill" which would allow the iabp unit to work for 30 to 45 minutes before generating the "low helium" alarm again. The end user changed the helium tank, but the alarm persisted. The end user swapped out the iabp unit and sent the original iabp unit to the biomed awaiting evaluation. There was no patient harm and no adverse event was reported.